Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried to receive more information for this case. However, no additional information was received. Trend analysis: it was not possible to perform a trend analysis, as the item number of the device was not provided to us. As no lot number was provided, the device history records could not be reviewed. An e-mail requesting missing device data information was sent to the complainant. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event description (event details, per): event summary: it is reported that the patient underwent a revision surgery on (B)(6) 2016 due to broken ncb plate after 5 months in-vivo time. The breakage is reported to cause a secondary displacement of the fracture, not yet healed. Additionally, it was stated by the customer to the sales rep that the breakage occurred due to incorrect use of the device. The surgeon didn't evaluate the fracture correctly and he used a plate with a inappropriate length for the fracture. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis, according to the information received, it has been discharged at the hospital. Root cause analysis: root cause determination using rmw: breakage of implant due to movement between implants leads to notching / fretting => possible, no product was returned for the investigation, therefore cannot be excluded. Breakage of implant due to inadequate implant design &material (fatigue strength - lifetime of the device). Not possible -> a systemic issue with design and/or material properties would have been detected as part of a trend review. Breakage of implant due to chemical / galvanic / crevice corrosion of material => possible, no product was returned for the investigation, therefore cannot be excluded. Failure of surgery due to wrong selection of components or use in combination with device outside the system => possible, no x-rays were received, therefore cannot be excluded. Moreover, the surgeon stated that he didn't choose the correct size plate for the fractured bone. Failure of surgery due to use of the device not compliant with defined indications => possible, no x-rays were received, therefore cannot be excluded. Moreover, the surgeon stated that he didn't choose the correct size plate for the fractured bone. Breakage of implant due to wrong interpretation of in situ device position and/or dimension => possible, no x-rays were received, therefore cannot be excluded. Moreover, the surgeon stated that he didn't choose the correct size plate for the fractured bone. Breakage of the implant due to wrong interpretation of x-ray template for dimensions => possible, no x-ray template planning for the surgery was received for the investigation, therefore cannot be excluded. Breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent => possible, neither x-rays nor screws were received to confirm this risk, therefore cannot be excluded. Breakage of implant due to user define incorrect placement of the spacers and plate => possible, it is not known whether a spacer is used or not, therefore cannot be excluded. Moreover, the surgeon stated that he didn't choose the correct size plate for the fractured bone. Breakage of implant due to user perform improper handling of the plate during insertion => possible, no surgical report for the implantation was received, therefore cannot be excluded. Moreover, the surgeon stated that he didn't choose the correct size plate for the fractured bone. Breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent => possible, neither x-rays nor screws were received to confirm this risk, therefore cannot be excluded. Breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction => possible, no post-operative instructions/protocols were received for the investigation, therefore cannot be excluded. Breakage of implant due to patient do not follow the postoperative protocol => possible, it is not known whether the patient did follow the instructions or not, therefore cannot be excluded. Conclusion summary: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, based on the information given by the customer that the surgeon chose an inappropriate length of implant for the fracture, we identify the root cause for this issue as use error - non indicated use of product. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is cmp-(B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as it has been discarded by the hospital. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It is reported, that the patient had a ncb plate (ref and lot number unknown) implanted on (B)(6) 2016 and was revised on (B)(6) 2016 due to the breakage.